Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the distal end of the duodenovideoscope was corroded. Based on the results of the investigation, the definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the distal end of the duodenovideoscope was corroded. There was no patient involvement.